Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, the implant was removed and replaced with genesis due to malfunction of the prosthesis and likely an infection. It was noted the mechanism to deflate the prosthesis only worked after significant pressure applied and likely purulent fluid (mostly around the pump) found during revision. However, no external sign of infection. This report captures the infection.